Event description:
An aneurx stent graft system was implanted in patient for endovascular treatment of a 7 cm diameter abdominal aortic aneurysm. It was reported that on a CT scan done approximately five years and five months after the index procedure a proximal type I endoleak was observed. The patient underwent a secondary intervention during which four aptus endoanchors were placed at the top of the stent graft. This reportedly resolved the event. Per the physician, the cause of the proximal type I endoleak was due to patient anatomy, disease progression. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.